Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what type of procedure was the device used in? Anterior low resection of rectum with robotic technique. Where within the gap setting scale was the orange indicator prior to firing? At the lower indicator bar. What confirmation was received that the device was fully fired? The firing activity worked and suddenly stopped without completing the auctioning of the firing lever. For clarification, did the device staple? The device sutured partially. If the device did staple, were there any staples missing from the staple line? No missing clips. If staples were deployed, what was the shape of the staples (b-formation, irregular, legs straight)? Irregular. Were the staples seen lying in the surgical field? The clips were on the stumps not closed properly. Did the device cut? Yes, partially. If the device cut, was the cut line fully circumferential around the target tissue? No, the section was not finished. If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? It was not evaluated because to remove the device it was necessary to cut the colon (the extract the anvil) and the rectal stump. Please describe the damage to the tissue. How was the damaged tissue addressed? As above. Did the removal of the device alter the procedure and post-op care for the patient? If yes: the removal of the device altered the procedure. There is no evidence of adverse events reported during the post-op care. Please explain: after the removal of the device it was noticed that the operation led to an incomplete procedure and to the damage of the tissue. How was the procedure completed? The procedure was completed by carrying on a manual anastomosis.

Event description:
It was reported that during an unknown procedure, during the procedure the device didn't apply clips and damaged the tissue. Another device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m55w9z. The analysis results found that the cdh29a device arrived in good visual condition with two staples partially formed in the pockets. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.